Manufacturer narrative:
This report is submitted on august 15, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit; resulting in the decision to explant the device. The device was explanted (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).